Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The registered nurse (rn) stated only the cassette was changed out. The baxter technical service representative (tsr) explained the setup was now compromised. The tsr advised the rn to never disconnect and reconnect the bags. The tsr advised the rn to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the nurse on (B)(6) 2011 and she was not the nurse who had had that alarm. She was not aware of that nurse having that alarm and said that nurse who called in the alarm only works nights. She did however work with that patient under the care of the other nurse and knew that they have not had any further issues. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.